Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 (13187), stockert ((B)(4)), cool flow pump (s/n: unknown), cs webster catheter (d135304, 17232126m), (B)(4).

Event description:
It was reported that a patient, female, underwent an idiopathic ventricular/r tachycardia (idvt) procedure with a smart touch bidirectional catheter, suffered cardiac tamponade which required an epicardial window by cardiothoracic (CT) surgeon to drain blood and clot within the epicardial space. Pericardial effusion was noticed as the patient's blood pressure dropped and after an epicardial access was obtained. It was confirmed by intracardiac echocardiography (ice). The patient was reported to be in stable condition in ICU. It was stated that an epicardial access was gained without any biosense products. However, biosense products were in used in different cardiac spaces (right atrium/right ventricle) when the effusion was discovered. The physician's opinion regarding the cause of this adverse event is that this is the effusion was a result of the epicardial access needle passing into the right ventricle. It was stated the injury did not occur at site of ablation. However, since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter. No anomalies were found on the catheter during the procedure.